Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel patch (device #1). An additional emdr was submitted to represent the bard/davol composix kugel patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patch on (B)(6) 2005 and an unspecified bard/davol ventrio on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both the composix kugel hernia patches. It is alleged that the patient underwent revision surgery on (B)(6) 2011. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." The attorney alleges that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel patch (device #1). An additional emdr was submitted to represent the bard/davol composix kugel patch (device #2). Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is being sent to provide the date of event. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol composix kugel hernia patch on (B)(6) 2005 and (B)(6) 2005 and an unspecified bard/davol ventrio on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against both the composix kugel hernia patches. It is alleged that the patient underwent revision surgery on (B)(6) 2011. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." The attorney alleges that the patient experienced emotional distress and the device was defective.